Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were acceptable. The field service representative identified an issue with the bead mixer which could have caused foam on the beads. Possible root causes may be related to the started tubes that were used as it cannot be excluded that erroneous sample pipetting occurred; the issue with the bead mixer that could have caused foam leading to erroneous pipetting of the reagent.

Event description:
The customer questioned "several" patient samples tested for parathyroid hormone (parathormone, parathyrin) - pth, intact (pth). The customer provided results for 4 patient samples. Of the data provided, the results for 1 patient sample were erroneous and reported outside of the laboratory. The patient has kidney disease. The initial pth result was 19 pg/ml. The patient complained about this result. The sample was repeated on (B)(6) 2015 and the result was "over 200 pg/ml." After this, a new sample was obtained and the pth result was again "over 200 pg/ml" as would be expected for a patient with kidney disease. No adverse event occurred. The pth reagent lot number was 17851704. The expiration date was not provided. It was noted that the customer uses sarstedt tubes which are not recommended for use on this instrument.